Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the remote manger failed to stay closed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section d concomitant med prod data. Correction: section d medical device brand name and section b describe event or problem, d4 & h4 serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed and failed to recover. The technical support specialist notifies that the field service engineer had been dispatched to resolve the issue and door hasp, and remote manager were not properly aligned and the hasp needs to be replaced with an adjustable one. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a smart remote manager was failed to stay closed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.